Event description:
A malfunction alarm was reported by the customer, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. The customer did not initially reset the pump, so technical support provided information and assistance for resetting it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump.